Event description:
One day following a difficult tracheostomy change the patient began to desaturate. Upon subsequent trach change, it was noted patient improved with no incident related medical sequelae.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.